Manufacturer narrative:
Heartsine evaluated the customer's device and did not find any fault with the device, and determined that the device performed to specification. Heartsine performed a clinical review also determined that the device performed to specification throughout this event. There was one instance of delayed shock, however this was caused by ongoing motion during the analysis phase of the device algorithm.

Event description:
The customer contacted heartsine to report a discrepancy during the post event review of the electronic data from their device. The customer reported the following, "after our physician reviewed the event and the ECG, it is their recommendation that the AED did not respond although a shock was delivered. It is their recommendation that this AED may be defective." During the reported patient event, no device issue was observed. The patient did not survive.

Manufacturer narrative:
The customer provided heartsine with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report a discrepancy during the post event review of the electronic data from their device. The customer reported the following, "after our physician reviewed the event and the ECG, it is their recommendation that the AED did not respond although a shock was delivered. It is their recommendation that this AED may be defective." During the reported patient event, no device issue was observed. The patient did not survive.